Event description:
It was reported that the pump battery was unresponsive and the cartridge can't be loaded. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level resulting in a hospitalization; cause of high bg was not provided. A blood glucose level was not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.